Event description:
The pt underwent implantation of a gastric stimulation device in 2001 for chronic symptomatic gastroparesis. The pt experienced nausea, vomiting, and abdominal pain 4 months later. Pt was admitted to the hospital, and improved the following day, and then worsened on the next day. Pt was taken to the or where pt was discovered to have necrotic bowel. The pt died the following day. A final autopsy report with the cause of death is pending. Provisional autopsy report showed stomach with necrotic mucosa and hemorrhage, small intestine with necrosis/hemorrhage, constriction of jejunum distal to gastric outlet with atrophic mucosa, probably representing chronic volvulus with partial obstruction, pocket of yellow-gray exudate present in paraduodenal fat (probable small abscess). A follow up report will be sent when the final autopsy report is rec'd.